Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: reported check_IV_alarm during the device check in was unable to replicate during the failure investigation. However; the event log confirmed, the lvp did detect check_IV_set alarm during the event of the attachment unit. Both pressure transducers output voltages verified to be within the acceptance specification limit of 1.0 volt (±0.015 v) with no set installed. Conclusion: reported check_IV_alarm during the device check in was unable to replicate during the failure investigation. Rework: for customer satisfaction it recommend replacing logic board. Disposition: route to service for normal process.